Event description:
It was reported that when the ventilator was unpackaged and set up for ventilator checkout, it powered on but no volume was delivered with an audible alarm. The ventilator was not on a patient when the reported problem occurred.